Manufacturer narrative:
Additional information: the customer initially reported lens scratched upon insertion without any visual symptoms identified on (B)(6) 2020; therefore, the lens scratch is submitted under vmsr malfunction report for first quarter 2020. Additional information was received on 4/16/2020 stating the patient is experiencing glare; therefore, the event is being submitted for adverse event reporting. Date of event: unknown, not provided. The best estimate onset date for glare would be between (B)(6) 2020. If explanted, give date: not applicable, the lens remains implanted. (B)(4). Device evaluation: the lens remains implanted; therefore, the complaint issue reported was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search of complaints revealed one additional investigation requests have been received for this production order number but not related to this complaint. A product deficiency was not identified. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The surgeon initially reported that he noticed a pcb00 intraocular lens was deeply scratched at the time of surgery, and thought that it would not negatively impact patient's vision as the scratch was not central located. He was not certain if this was related to a manufacturing related issue, or human error during the lens preparation, loading or deployment process. Additional information received through follow up reported that the patient complains of having significant glare post surgery. The patient is scheduled for an iol exchange once covid-19 quarantine ends. No further information provided.

Manufacturer narrative:
Corrected data: in the initial MDR, catalog number was inadvertently left blank. Catalog number is pcb0000180. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. Other text : placeholder.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are(B)(4) and CAPA (B)(4).